Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 4092037. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, the needle was observed through the catheter and the product was used. It is most probable that this incident resulted from the use of the product. When performing the 360-degree rotation, the catheter may have been pushed forward, causing the catheter to be transfixed during puncture. It is worth noting that if the catheter was transfixed due to a manufacturing related defect, it would not be possible to use the device. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard needle pierced the catheter the following information was provided by the initial reporter, translated from portuguese to english: the catheter broke when he went to perform the venipuncture. The patient was even punctured and the device tore into the patient's vein.